Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Review of the download data indicates that the patient was receiving service code 204 and communication faults. The belt was returned with a potential biohazard and full evaluation could not be completed. An intermittent connection cannot be ruled out as a potential cause of the code 204. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204. The patient may have been having a siezure event during this time.